Event description:
(B)(4). The external pulse generator was returned per instructions affiliated with a field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed incoming functional testing and it was noted that the printed circuit board was out of specification electrically and the keyboard was out of specification mechanically. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis revealed that the capacitors were within specification and all low battery testing met specifications. Functional testing was re-ran with no failures. Conclusion: could not confirm the functional test failures seen during repair of the device.